Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report bent cannulas. The customer then stated that she was hospitalized two and a half weeks ago for diabetic ketoacidosis. Troubleshooting could not be performed because the customer did not have the insulin pump with her. The customer stated that her high blood glucose levels were due to the bent cannulas, but she started using a different infusion set and she has not had any problems since. Nothing further was reported.